Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms were noted. The motor tested okay. A cracked case near the display window corners was noted.

Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump that occurred while doing a bolus. Troubleshooting was done. The customer was advised to return the insulin pump for analysis. No additional information is provided.